Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2012 and mesh was used. The patient continued to experience pain, erosion of her internal bodily tissue, dyspareunia, urinary problems, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient experienced dehiscence and underwent revision of mesh/scar on (B)(6) 2010. The patient had recurrence and a more extensive excision of mesh and revision of the incision was done on (B)(6) 2010.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2010 and a sling was implanted. The patient continued to experience pain, erosion of her internal bodily tissue, dyspareunia, urinary problems, and other injuries following the procedure. The patient underwent a mesh removal surgery on (B)(6) 2011 and rectocele and posterior vaginal repair, due to erosion of the mesh.